Manufacturer narrative:
Mentor received additional event information that the patient underwent replacement with 225cc smooth mentor memorygel breast implants, catalog # 3502251bc, left lot-serial # (B)(6), and right lot-serial # (B)(6), on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 325cc smooth mentor memorygel breast implants experienced bilateral grade IV capsular contracture postoperatively. The patient reported experiencing bilateral breast pain, and capsular contracture was confirmed by a physician. As a result, the patient underwent explantation without immediate replacement on (B)(6) 2016. The patient is currently scheduled for replacement with unspecified breast implants on (B)(6) 2021. This medwatch report is for the left-sided implant.